Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon was loading a 13.2mm vicm5_13.2 implantable collamer lens, -11.00 diopter, and the surgeon noted the lens was damaged. There was no patient contact. Another same model/length lens was implanted and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue and debris on the lens. Visual inspection found the haptic torn and foreign residue and debris on the lens surface. Claim# (B)(4).